Manufacturer narrative:
B3: date of event: estimated as this information is not known. D6a: implant date: estimated as this information is not known. E1: initial reporter phone: (B)(6). Detailed product information was not provided to bsc. The date of event was also not provided. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that halo effect occurred, resulting in restricted blood flow, requiring an additional stent. The eluvia drug-eluting vascular stent system was implanted, and halo effect was noted after stent implantation. In some patients it was noted to have resulted in blood flow restriction, requiring an additional stent. It was reported this impacted less than five patients per year.